Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper was deformed in the bd veo¿ insulin syringes with bd ultra-fine¿. Found before use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: two investigations were carried out. First investigation summary: customer returned (1) loose 1cc, 6mm syringe. Customer states that the plunger stopper is deformed. The returned syringe was examined and exhibited a deformed stopper in the barrel. Sample was forwarded to manufacturing (holdrege) on 09mar2018 for further review. Second investigation summary: on (B)(6)2018 , holdrege received one (1) loose 1ml, 6mm syringe from reported batch# 6242903. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The sample was disassembled and the stopper was noted to retain its deformed configuration. The barrel was inspected for the presence of silicone and adequate lubrication was noted, as determined through cycle testing of the plunger rod/stopper within the assembled barrel. As per manufacturing, a review of the device history record was completed for batch# 6242903. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200664353, 200664329, 200664402, 200664098] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint reported for the defect/condition on lot number 6242903 based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA (B)(4) was initiated by the holdrege plant to address damaged/deformed stoppers and their associated root cause(s). Batch# 6242903 was manufactured prior to any implementation activities associated with this CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.